Manufacturer narrative:
The investigation into the reported purge leak was completed. Pump was returned.the yellow luer on the sidearm was confirmed to have a leak. A syringe was attached to the sidearm and the fluid leaked at the yellow luer. The root cause of the purge leak was sidearm yellow luer damage. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.

Event description:
The user facility reported that a 53-year-old male patient implanted with the impella 5.5 for mechanical circulatory support experienced a purge leak at the connection site. Sodium bicarb was used in purge solution. Also, while changing out the cassette, it was noted that there was leaking at the yellow check valve and a crack was visible. A purge bypass was completed with a19ga needle without issue. There were no reports of harm to the patient.